Event description:
It was reported an alarm was heard and telemetry had not yet been performed. The pump did not have drug in it for over a year as of the date of this report. It was noted 'it constantly beeped all the time, like it's supposed to like every two minutes because of not having medication in it.' It was noted it had been over a year since the pump alarmed but had alarmed four different times on the date of this report. It was reported the patient moved, lost their insurance, and the only doctor in the new area that dealt with pumps never received the patient's paperwork so they wouldn't touch the patient. It was reported the patient was able to receive insurance again and was going to wait to get time off of work to have the pump replaced. It was noted the device system was used to deliver fentanyl, baclofen, and two unknown medications to the reporter. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).